Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that after they charged their ins this morning, they noticed that the stimulation was off, and they didn't know how to turn it back on. Agent had the pt pressed the white button on top of the controller; pt confirmed that they were able to turn the stimulation back on. Pt mentioned that the device was charged however they did not confirm if they were referring to the ins or the controller. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. Patient reported cause was due to they couldn't clear screen to restart or reset. They removed the battery to reset and clicked top reset button after call. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.